Manufacturer narrative:
Funabashi, tsun, et al. (2026). Device selection for ventricular fibrillation in middle-aged women: is an s-ICD really the right choice? Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, (B)(6) 2026. P27.

Event description:
It was reported per article of interest literature review that a 53-year-old woman experienced ventricular fibrillation (vf) at work, making a full recovery after percutaneous cardiopulmonary support (pcps). Subsequently, a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. Four months after implant, the s-ICD delivered an inappropriate shock due to noise oversensing, and two months later an episode of untreated vf due to noise was recorded. The following month she collapsed at work due to vf, which was appropriately treated by s-ICD shock, but developed a headache due to subarachnoid hemorrhage. A head magnetic resonance imaging (MRI) found an aneurysm due to trauma during her previous hospitalization. Finally, investigations revealed that the cause of the vf was lqt2 syndrome. The s-ICD system remains in service. No adverse patient effects were reported.